Event description:
It was reported that the patient experienced pericardial tamponade during the implant of the right atrial lead. The lead was not implanted and pericardiocentesis was performed. The patient was stable.

Manufacturer narrative:
The lead was returned due to pericardial tamponade during implant. As received, a complete lead with stylet guide attached and a stylet inserted was returned in one piece. Electrical test and x-ray inspection did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged.